Event description:
It was reported that the patient had a vt/vf event. After the device delivered appropriate therapy, noise was oversensed. An abandoned lead which was previously capped in 2005 for suspected fracture, was lying on top of a new rv lead. The abandoned lead was causing the noise and was explanted.

Manufacturer narrative:
Na